Manufacturer narrative:
Software log analysis was performed by the MFR on 01/22/2014. Log file start date: (B)(4) 2012; log file stop date: (B)(4) 2013.

Event description:
It was reported that during the software data log review, there was nine occurrences for "entering broken mode" on the air bubble detector (abd). No other details regarding the nature of this event were provided.